Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit will not start up.

Manufacturer narrative:
Updated fields: b4, d9, e1, g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: b5, b6, b7, d10, h6 (health effect - clinical code, health effect - impact codes). The getinge field service engineer (fse) informed that the unit will not be repaired. It will be scrapped. H3 other text : device not returned to manufacturer.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit will not start up. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not start up.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.